Event description:
It was reported that the insulin pump alarmed button error and had scrolling numbers. The blood glucose reading was 102 mg/dl. No significant events leading to the alarm were observed other than the scrolling numbers. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the unit had intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The unit had cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.